Event description:
It was reported that during a gastric bypass procedure, the device misfired. On the first firing the staples deployed on the right side but on the left side one of three staple rows deployed unformed. They over sewed the opening and got a new device. The jaws were closed and fired with new device. The surgeon noticed that the tissue fell away from the device before the jaws were opened. When examined, the device had cut and stapled properly. The procedure was completed without any consequence to the patient.

Manufacturer narrative:
Device b additonal information: batch # e5p86d, expiration date: 06/2013, manufacturing date: 07/2008. Evaluation summary: the analysis result found that one ec60 device a was returned in good visual condition and with no reload loaded on the device and device b was returned with no visual non-conformances and with a fully fired reload present. The device was tested for functionality with a reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record was reviewed and no anomalies were noted during the manufacturing process.